Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they do not have the exact implant date. They are trying to get it, but they do not know if they will be able to get it. It was noted that the patient¿s symptoms due to the motor stall and alarm were stunned, asleep. The dose of morphine was 17.998 and that of ¿bupicaine¿ was 3.278. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20mg/ml at an unknown daily dose, bupivacaine 3.7 mg/ml at an unknown daily dose, and lioresal with an unknown concentration and daily dose via an implantable pump for an unknown indication for use. It was reported that the pump alarm sounded because of a motor stall. It was reported that the on (B)(6) 2017 the pump was replaced as that once the catheter was reviewed and there was no problems with that they decided to replace the pump urgently. There were no reported symptoms and no reported complications.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient received unknown morphine (20.0mg/ml, 17.98 8mg/day) and bupivacaine (3.7mg/ml, 3.3278mg/day). The patient symptoms were clarified as "felt confused" (previously reported as "stunned, asleep"). There were no known environmental/external/patient factors that may have led or contributed to the issue. Customer communication was not requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.